Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away due to electromechanical dissociation. Prior to the patient passing they showed dyspnea, fatigue on minimal effort and nocturnal dyspnea. The patient suddenly had a loss of consciousness while at home and fell down. First aid arrived and tried manual resuscitation with no success. The patient is a participant in the ECG belt for crt response trial and it was indicated that there was a possible relatedness to the cardiac resynchronization therapy defibrillator (crt-d).